Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patients ipg was protruding through the skin at the pocket site. The patient underwent a revision procedure wherein a new pocket was created and the ipg was replaced. The patient was doing well postoperatively and the explanted ipg will not be returned as it was kept by the medical facility.